Event description:
The user from the user facility reported that the device blade broke while inside this saw during a procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.